Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose e level was 51 mg/dl at the time of incidence. Customer reported that they were using auto mode for insulin pump. Customer was able to troubleshooting for low blood glucose. The device will be returned for analysis.